Event description:
The hcp reported that the patient developed an infection about 3 months after implant. The patient was treated with a course of antibiotics and removal of the deep brain stimulation system. The device system was replaced approximately 1.5 years later. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.